Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer six was failed. The field service engineer (fse) replaced the latch sensor, drawer controller, module controller, reconfigured the drawer, tested the device in hardware test application and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawer and main drawer 5 and auxiliary drawer 6 experienced failure and required maintenance. The customer reported a "required maintenance" error message, and rss indicated a hardware failure. Troubleshooting was performed, including reboot and recovery attempts; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.